Event description:
Caller reported an issue with the speaker and vibrate function of the pump, specifically that the speaker was not audible. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various settings without success, then decided to replace the pump. The customer was informed about the shipment of a replacement pump, along with necessary steps for its setup and return of the faulty pump. The pump is under warranty, and a new pump with updated software will be provided.